Event description:
It was reported that a back to back blood glucose test was performed. The results were 300 mg/dl, 109 mg/dl & 108 mg/dl and that all tests were performed within 10 minutes of each other. No treatment was rec'd based on the results. No controls were being used on the device. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
Customer used all of the suspected test strips, no returns available for evaluation.